Manufacturer narrative:
B3 date of event: the exact event date is unknown investigation summary: based on the information available, the cause that contributed to the reported non-functioning device was confirmed through product analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Cylinder 1 had an excess air between the inner and outer tubes when inflated with syringe; bulging was present. Cylinder 1 had a leak in the cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery; a pinhole was present. Due to this damage being consistent with the explant surgery it will be considered a secondary failure. Cylinder 1 was not pressure tested due to leak that was identified. Cylinder 2 passed all tests performed. Product analysis was unable to confirm the reported pump collapsed/dimpled/flat; however, product analysis identified bulge in the cylinder which would affect the functionality of the device as the reported events of mechanical issue and therefore be the most probable cause of the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. Tests showed that when the pump was pressed, it was dimpled. Therefore, the pump and cylinders were removed and a new ipp system was implanted. The new ipp was tested several times and the patient was re-trained with the procedure to use the pump. The patient had a stable outcome.

Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. Tests showed that when the pump was pressed, it was dimpled. Therefore, the pump and cylinders were removed and a new ipp system was implanted. The new ipp was tested several times and the patient was re-trained with the procedure to use the pump. The patient had a stable outcome.